Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the defibrillator is not accurate in measuring the ECG waveform. : it was reported that the alleged failure was observed while in use on a patient. No adverse patient impact was reported to philips.

Manufacturer narrative:
The customer declined repair, as the device is out of warranty. The device remains at customer site unrepaired. The customer is aware of the issue.